Event description:
It was reported that during unpackaging of the 3.75x12mm nc trek balloon dilatation catheter (bdc), the protective sheath could not be removed. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another 3.75x12mm nc trek bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to remove the protective sheath could not be confirmed on the return because the protective sheath was not available. The definitive cause for the reported difficult to remove protective sheath could not be determined. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot for difficulty removing the protective sheath. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.